Event description:
The hospital reported that the t.w. Power supply, no power was being delivered to evh kit for vessel ligation. Green light at adapter cable insertion site was pulsating. The power was at recommended power setting of 3. A second vh-3010 was brought into the operating room and power was able to be delivered. No patient injury was reported.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply, no power was being delivered to evh kit for vessel ligation. Green light at adapter cable insertion site was pulsating. The cable was firmly connected to the device and not loose. It stayed connected to the device. The power was at recommended power setting of 3. A second vh-3010 was brought into the or and power was able to be delivered. No patient injury was reported.

Manufacturer narrative:
Trackwise # (B)(4) updated section: b4, b5, g4, g7, h2, h3, h6, h10 the reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. The device was returned to the factory for evaluation on 05/04/2022. An investigation was conducted on 05/24/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. An electrical evaluation was conducted. A reference power cord was attached to the power supply and the device was switched on. The device was connected to a power cord and the power switch was turned to the "on" position. The device was able to be energized. The green indicator light did illuminate and was pulsating and the device did not provided energy to a reference hemopro device and extension cable. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and the returned power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device would not power on after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A functional test was not performed due to the reference device not passing the electrical testing. Based on the returned condition of the device, the reported failure "electrical issue" was confirmed.